Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that although there was an issue with the wireless footswitch it was able to successfully complete the procedure. There was no report of harm to the patient.

Event description:
It was reported to philips that wireless foot switch had communication issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a planned /non-emergency treatment, which was completed as planned by restarting the wireless foot switch. The philips remote service engineer (rse) connected with the customer, examined the system remotely and confirmed that the wireless footswitch had connectivity issues. Upon functional testing with the customer, the rse identified that the color of the battery indicator on the wireless footswitch at the time of occurrence was green and the wi-fi (led) indicator on the wireless footswitch was solid red which confirmed the wireless connection issue. To resolve the reported issue the fse visited onsite and replaced the wireless footswitch and base station. The part analysis for both the wireless footswitch and base station were performed, where the wireless footswitch showed loose bracket and bend charger port, but it didn¿t conclusively determine the actual cause of connection issue however, the replacement of the wireless footswitch and the base station by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.